Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : dd314 implantable cardioverter defibrillator (ICD): (B)(6) 2013; 4076 implantable pacing lead: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing t waves. A lead integrity alert was triggered due to the elevated short interval counts (sic) and non-sustained tachycardia episodes. It was also noted on the electrogram (egm) that the t waves appear larger than the r waves. The health professional and medical equipment company representative reviewed the performance data and discussed causes for oversensing such a poor patient fluid management and electrolyte imbalance as well as programming changes that could be made correct the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.